Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine/baclofen via an implantable pump for non-malignant pain use. The healthcare provider from the emergency room (ER) reported that the patient was having overdose symptoms and they needed the pump turned off. Additional information was provided from a consumer via a company representative stated that the patient daughter reported the patient was in the hospital at centro medico rio pedras and they thought the pump was not working right. The technical services (tss) made an outboundcall to the patient daughter, and she stated that they have gotten the contact information for the medtronic rep in puerto rico and they were contacting them to check the pump. Additional information was provided from a healthcare provider stated that the patient was having chronic back pain that was not related to medtronic device; they visited their physician to increase the dosage ended up with overdose symptoms. The patient was taking narcan at the early age of admission. The physician in the emergency room reduced the dosage and the patient was having withdrawal symptoms. The cause of the overdose and withdrawal symptoms is currently unknown. The patient is still in the hospital. The physician is waiting for a company representative to adjust the pump.